Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely high sodium (na) results on four patient samples. The results were not reported outside the laboratory; therefore, patient treatment was not affected. The samples were repeated on another instrument in the laboratory, the results of which were reported. Customer stated that earlier that day, the probe was flushed with 10% clorox bleach. The customer technical specialist (cts) informed customer that clorox bleach is not recommended for probe flushing because of its additives. Customer stated that the ion selective electrode (ise) ratio pump error occurred after the probe was flushed and the system was homed. The cts then guided customer through troubleshooting the instrument, but the instrument continued to display the same errors; therefore, the cts generated a service request. The field service engineer (fse) inspected the instrument and found that a leak had dripped into the smart module, which affected the sensor signal from the ratio pump. The fse then replaced the smart module and the cable. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).